Event description:
A surgeon reports that they found a broken haptic during a post-op visit following intraocular lens (iol) implant surgery. The iol was explanted and replaced. Additional information has been requested.